Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient experiencing chest pain after bravo capsule placement on (B)(6) 2016. Physician noted that bleeding was also present.